Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the error of no memory, delete examinations. Review of the log file showed that frontal ip-pc did not respond. Fse replaced the ip-pc. After replacing the ip-pc, the system was returned to good working condition. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the system was producing an error of no memory, delete examinations. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions and event log review showed a problem with the ippc (image processing pc) not booting. The fse replaced the ippc, the hard disks, reloaded the software and returned the system to use in good working order.